Manufacturer narrative:
Event date approximate; month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient (pt) saw por message about a month ago and then again today while on the call. Patient services agent walked pt through clearing. The pt saw therapy screen. They were redirected to hcp to check device programming.